Event description:
In 2009, pt reported feeling a slight burning sensation when performing meal bolus and elevated blood glucose levels. Pt reported a blood glucose reading of 176 mg/dl, he ate breakfast and then bolused 2.2 units of insulin. Pt stated 2 hours later, he tested his blood glucose with a reading of 254 mg/dl; stated no treatment was required. Pt reported no error messages or alerts have occurred at any time. Pt reported using insulin directly from the refrigerator. Advised pt to allow insulin to warm to room temperature. Pt reported he does notice some blood around the infusion headset. He also stated he noticed a slight burning sensation during his bolus. Advised pt to disconnect from headset and attempt bolus: insulin flows freely. Advised pt to change out headset and return infusion device to run mode. Pt reported infusion device and new headset felt comfortable. Advised pt to speak to physician about his new medications and possible adjustment of bolus/basal amounts. Pt reported he tested 1 hour after last blood glucose reading with a result of 249 mg/dl. Pt stated, he will bolus with his next meal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion sets, dressings and info on infusion site management was sent; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.